Event description:
When a monopolar coagulation instrument was used for a laparoscopic cholecystectomy procedure, the connecting cable began to smoke. A hole was found in the insulation near the end of the cable that plugs into the generator. No injuries were reported. Another cable was used to complete the case.